Manufacturer narrative:
The customer contacted siemens and reported that an operator sustained an eye injury. The operator hit their eye on the edge of the keyboard mount of the atellica sample handler prime system and visited the ER (emergency room). The doctor performed an eye test, put an eye drop (dye) to examine the inside of the eye, and prescribed erythromycin eye ointment. The customer cannot confirm if the operator wore personal protective equipment (ppe) during the event. The customer further informed siemens that there was no malfunction with the atellica sample handler prime. The cause of the operator injury is due to a use error.

Event description:
The customer contacted siemens and reported that an operator sustained an eye injury. The operator hit their eye on the edge of the keyboard mount of the atellica sample handler prime system and visited the ER (emergency room). The doctor performed an eye test, put an eye drop (dye) to examine the inside of the eye, and prescribed erythromycin eye ointment. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00180 on 14-aug-2024. Additional information: on 15-aug-2024, siemens reviewed the information provided and determined that on the atellica sample handler, the monitor and keyboard are mounted on an adjustable arm. This adjustable arm can be adjusted horizontally and vertically to the operator's preference. The keyboard holder portion of this arm can be folded up and out of the way as needed. Both features of this arm are mentioned and illustrated in the operator's guide to using the atellica solution. The reported event was not related to an instrument malfunction or lack of instrument maintenance or service activity, and no troubleshooting was performed or required. Siemens noted that a technical application specialist (tas) was present in the lab when this incident occurred and concluded that the event was an operator awareness issue while walking/working near the instrument. The instrument is operating as specified, and no further action is required. On 22-aug-2024, siemens received additional information. The customer informed siemens that a doctor had checked the operator, and there had been no injury to the eye. However, the operator did sustain an injury to the area between the eye and the bridge of the nose, which caused bleeding that led the operator to visit the emergency room and to be prescribed erythromycin for the injury.